Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was taken to the hospital after being found unconscious by his car. It was stated that the customer had just received a replacement insulin pump, and may have forgotten that he had given himself a manual injection of lantus prior to inserting the new infusion set. The customer's blood glucose reading was 33 mg/dl when he was found. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.